Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range pace impedance measurements (2558 ohms). The threshold measurements and sensing were stable. Additional information indicates that no changes were made. The cause of the observations was no identified. No adverse patient effects were reported. The system remains in service.